Event description:
Dentist reports that an (B)(6) female patient required root canal treatment of a tooth treated with a lava ultimate cad/cam restorative for cerec crown. A lava ultimatecad/cam restorative for cerec crown was placed on tooth #30 (which had a prior history of a gold crown with secondary buccal decay) on (B)(6) 2013. On (B)(6) 2015, the crown debonded and the patient presented for re-cementation; the patient noted that she had been experiencing sensitivity for some time prior to the de-bonding. Decay beneath the crown was removed and the crown was re-cemented with a temporary cement. Subsequently, on (B)(6) 2015, the patient underwent root canal therapy; it was performed through the lava ultimate crown. Another surgery was performed on (B)(6) 2015, at which time a fiber post was placed into the distal canal and the lava ultimate crown was replaced with another manufacturer's product.